Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of use error is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and use error.

Event description:
Company representative on behalf of healthcare professional reported "leaking" for an unknown side. Company representative later reported "he noted that it was punctured from his suture when he implanted it" and "he knew it was his error and mistake that punctured it". The device has been explanted and replaced.